Event description:
While at work, pt was having back pain, so the nurse gave pt an instant ice pack to use. The ice pack was used for about half an hour. A few hours later, pt had experienced burning sensation in the area where the ice pack was applied. Pt did not seek medical attention. Pt applied alovera lotion to the burned area. During the recovery time, pt was not able to use hot or cold treatment for the back pain. Pt further alleges pt noticed a scar from the burn.